Event description:
It was reported that during a bowel resection procedure, the device did not form a complete staple line with an unknown reload. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an (B)(4) cartridge reload partially fired loaded on the device. A component of the knife feature was identified to be missing but found to be unrelated to the customer's event. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? Used before. Was there a recent conversion to ees devices in this account or with this surgeon? No were there any malformed staples noticed? Asku. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.